Manufacturer narrative:
Investigation in ongoing. Waiting for more information from the product inspection. The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported that they "have a flowtron acs 900 that has a burned power outlet". No report of patient's involvement, no injury reported. The device has been rented to this facility since 21 may 2025, no issue with the device was reported before.

Manufacturer narrative:
It was reported that a flowtron acs900 pump has a burned power outlet (plug). No patient involvement was reported, and no injury was claimed. The cause of the burnt plug was investigated by the manufacturer, who conducted a series to find the cause of the issue. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective was involved in the event. There was no indication that the device was used for the patient's treatment when the issue occurred. Tthe complaint was assessed as reportable due to a burned device plug.